Event description:
Biopsy given at benign that time mammomarker placed immediate redness inflammation problems 4 months involved auto. (B)(6). Breast trauma bruising at site received excessive x-rays, MRI's, surgery, then called in for yearly mammo. Explained to clinic dr that I have had but was told needed to get for accurate results, want to do what's best. I know my breast formed what dr now say is a cyst fighting infection to date surgery needed, dr will remove concern for correct procedure options are know risks please help. Time, why are the medical staff not replying with open answer and guidance feel like there is test logs data banks I'm just a status unknown.